Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 47 mg/dl. The customer experienced no symptoms at the time of the event. The customer treated the low blood glucose with carb intake. The customer reported having issues with the insulin pump leading to the low blood glucose that included a suspend before low alarm. The customer did not clearly report the suspend before low event. Troubleshooting was provided but nothing was resolved. The insulin pump will not return for analysis.